Event description:
Report received of episodes of overdose following pump refill. Followup with hcp revealed patient reported following the refills, they had experienced symptoms of nausea and dizziness occurring 30 minutes to 1 hour post refill. At fill prior to 11/12 refill patient had gone shopping with spouse post refill and became ill, "blacked out" and reported back to the hospital. They were observed and discharged - they were observed to be lethargic but ok. At the 11/12 refill, the patient was reminded before the refill to not take any oral narcotics prior to refill as they had been in the habit of taking extra at the end of the refill cycle. The pump was aspirated carefully to make certain all residual medication had been removed prior to refill. Residual volume was correct. The pump was refilled and patient remained at the clinic for observation. About 1 hour post refill they developed nausea, "blacked out" and had decreased blood pressure. They were transferred to the ER and observed and evaluated. No medications were given and they were discharged when symptoms abated. Hcp plans to replace the pump. A supplemental medwatch will be filed when additional information is available.